Event description:
Boston scientific received information that this right ventricular lead was exhibiting noise and low impedance measurements in unipolar and bipolar configurations. The noise was oversensed resulting in inhibition of therapy. Upon opening the pocket, it was noted the insulation around the suture sleeve was damaged. As this patient had an occluded right subclavian vein, the system was extracted and a new system was successfully implanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was completed. The clinical observations were confirmed as there was clavical abrasion on the insulation and the anode coil was crushed and fractured.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.